Event description:
Information from the (B)(6) clinical database.post procedure, it was reported that the patient lost vision in his right eye but it was resolved the same day.no other complications were reported with the patient as a result of the procedure.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was implanted in the patient.(B)(4).